Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/18/2024, that on 05/25/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 05/25/2024, it was reported that the patient experienced a skin reaction with redness and scar under the overlay patch which occurred 5 days after the sensor had been inserted in the arm. The reaction was treated with a prescription of a topical cortisone cream or ointment. The patient used over the counter 3m cavilon skin as barrier product and it helped to minimize or prevent the skin reaction. The scar was present more than 3 months after the skin reaction occurred. The patient was in good condition at the time of report. No additional event or patient information is available.